Event description:
Reporter indicated via article, a vns therapy pt underwent in situ treatment due to battery site infection, but ultimately required device removal. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Patel nc, edwards ms. "Vagal nerve stimulator pocket infections." Pediatr infe dis j 23: 681-683, 2004.